Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel in the instrument probe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: found gel into the instrument probe. The tube is a sst ii advance which has inside a gel, the gel is present inside the tube in order to obtain the best sample to be processed; once the tube is collected it arrives into the lab where it is centrifuged, during centrifugation the gel moves in order to separate the cells from the serum creating a fixed barrier. The gel must remain in that position, it has not to float into the serum. Speaking about the complaint , the customer is saying that the gel has been present into the serum and for these reason the instrument probe picked up some gel drops mixed into the serum.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Testing of the customer samples was performed and oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel in the instrument probe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: found gel into the instrument probe. The tube is a sst ii advance which has inside a gel, the gel is present inside the tube in order to obtain the best sample to be processed; once the tube is collected it arrives into the lab where it is centrifuged, during centrifugation the gel moves in order to separate the cells from the serum creating a fixed barrier. The gel must remain in that position, it has not to float into the serum speaking about the complaint , the customer is saying that the gel has been present into the serum and for these reason the instrument probe picked up some gel drops mixed into the serum.